Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The sample was discarded by the customer and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. The care giver (cg) stated that there was air in the patient line. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp in ending therapy and removing the cassette. The tsr advised the hp to start therapy over with new supplies. Follow-up with the hp found that their therapy had been going well since the incident. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.